Event description:
It was reported that during a laparoscopic gastric bypass, during the fourth or fifth firing on the second stroke the staples did not form and the center of the staple line gaped open. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.